Manufacturer narrative:
The investigation found that an in-house guidewire encountered resistance when attempting to advance into the proximal end of the lumen of the returned headway microcatheter during functional testing, which is consistent with the advancement issue described in the reported event. The lumen of the microcatheter was found with the lumen braid exposed and protruding into the lumen, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the exposed braid, but this condition is consistent with a deviation in the manufacturing process.

Event description:
It was reported were unable to advance a wire through it. Opened up another hwduo to complete the case. When the device was received for evaluation, the investigation findings found an exposed lumen coil protruding into the lumen.